Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). See MFR report #2023826-2016-00187 for left eye (os).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -8 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Corrected data: (B)(4).